Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing, diminished sensing and loss of capture were observed on the right ventricular (rv) lead because the lead was dislodged. The rv lead was repositioned. However, once the rv lead was repositioned the implantable pulse generator (ipg) setscrew became stuck on the set screw wrench and was removed from the header. Attempts to insert the set screw back into the header were not successful. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.